Event description:
The patient reported a visit to the emergency room (ER) due to very high blood glucose (bg) levels of approximately 798 mg/dl while wearing the pod on their leg between 4 and 24 hours. The pod had been placed the previous evening. The patient stated they took a nap and upon waking, they noticed their bg levels were continuously increasing. The patient received a message on the controller instructing to switch to manual mode, with the alert: ¿automated delivery restriction". The patient acknowledged the message and addressed it but then went back to sleep. Later, the patient began feeling unwell and decided to go to the emergency room on (B)(6) 2026 at 10:30 pm, where high bg levels were confirmed. The patient¿s symptoms included headache, nausea, flushed feeling, stomach pain, frequent urination, and thirst. The patient was diagnosed with type 1 uncontrol diabetes, hyperglycemia. As treatment, the pod was removed and 10 units of insulin were manually injected. The patient also received fluids, benadryl and later another 10 units of insulin. Prior to discharge the patient received a final 20 units of insulin. The patient was discharged from the emergency room on (B)(6) 2026 at 3:30 am. Upon removal of the pod, the patient noted redness and swelling at the cannula insertion site. The patient also stated they consistently use their legs as the pod insertion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damage or defects that would affect the delivery of insulin were observed. Inspection of the device found no damages or defects that would contribute to skin irritation or skin swelling. The cause of the reported skin condition irritation and skin swelling event could not be determined.